Manufacturer narrative:
Covidien reference number (B)(4). Service engineer (se) inspected the device and verified the alleged condition. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator screen inoperable. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.